Event description:
New information received stated that the lead was capped.

Event description:
It was reported that at follow-up, high capture threshold was observed. An alert was also displayed on the merlin screen for low impedance. The physician brought the patient in a month later. Measurements were still the same. Monitoring will continue.

Manufacturer narrative:
No medwatch form was received.